Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing which resulted in noise reversion episode. During an in-clinic follow-up, no programming changes or intervention were performed and the physician decided to monitor the rv lead remotely. There were no patient consequences.